Manufacturer narrative:
The age of the patient is not noted as the event date was not reported. It was reported that the device will not return; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings, use extreme caution when using a laser, making sure to avoid contact with the zipwire hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire. Information received 13 june 2022 indicated the bsc representative spoke with a representative at the hospital. He stated he was at the hospital this morning and spoke to a doctor who reported it was a case of the physician lasered off the end of the guidewire by accident. There were no patient injuries. Based on the information provided, it appeared that procedural factors may have impacted on the event as reported. If any further information is received, a follow up medwatch report will be submitted.

Event description:
Event description: per email, it was reported that: our surgeon was performing a cystoscopy, left ureteroscopy, laser lithotripsy, stent. At end of procedure it was noticed on x-ray images that a foreign body was in the patients kidney. Surgeon stated it was part of the wire that must have broke off. The wire was examined and it appeared to have one end that was not normal appearing. The doctor then had to remove the stent and go back in to retrieve the broken wire. He was able to successfully retrieve the broken piece of wire. The defective zipwire and the piece that had broken off the end was compared to a new zipwire and it was determined by measuring that the lengths were equal. X-ray images were clear and confirmed by the doctor. Additional information received 13 june 2022: the bsc representative spoke with a representative at the hospital. He stated he was at the hospital this morning and spoke to a doctor who reported it was a case of the physician lasered off the end of the guidewire by accident. There were no patient injuries.

Manufacturer narrative:
Correction to section g4 - 510k exempt.